Manufacturer narrative:
H6: product not returned for evaluation.

Event description:
Pt reportedly that her blood glucose values are running consistently high (reaching 410 mg/dl). She states that she is feeling extreme thirst and frequent urination. Pt reported that she will administer a bolus to bring her blood glucose values back down. She states that she is changing her infusion headset and tubing every 3 days and that her insulin intake increases from day one to day three. The pt stated that she is using the same area for her infusion set insertion. Company reresentative educated the pt on proper site rotation. No medical assistance was required. No product is being returned.